Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that following a dexcom g7 sensor replacement, the user¿s ilet displayed a ¿connect cgm or enter bg¿ message and experienced cgm signal loss, after which the user confirmed in the dexcom menu that the sensor was paired and the system resumed displaying data; troubleshooting and education were completed. Symptoms included hyperglycemia with a reported peak of 240 mg/dl and elevated glucose above 180 mg/dl for approximately six hours, with device alerts for high glucose. Outcomes included no medical intervention, no ketone testing, no assistance required, and no immediate health effects. Investigation included review of the event details and device interaction. Investigation of this case revealed a transient cgm connectivity issue without identified device malfunction once pairing was confirmed and cgm data resumed to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity disruption resulting in temporary loss of cgm data to the ilet.